Event description:
Gamma 3 nail with u-blade broke. Revision surgery occurred as a result.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole in fatigue manner after an implantation period of more than 6 months. On all breakage surfaces of both left and right web features of a fatigue fracture are visible (evident by the presence of lines of rest). The smooth surface as well as partial visibility of lines of rest confirmed the breakage to be a fatigue fracture. Plastic deformation was not found. The close-up views indicating though that the surface of the breakage is homogenous which indicate conformity to the nail broke due to metal fatigue. Severe abrasion on locking screw hole of nail visible. As per the additional information the customer did not provided the patients¿ medical records, intra-operative and post-operative report, based on the available information the root cause was attributed to be patient related issue. The failure could be caused by non-union (as mentioned in the IFU) if healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Gamma 3 nail with u-blade broke. Revision surgery occurred as a result.